Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was running at the time and was wearing the insulin pump on her waistband and normally she wears it in the pocket. Blood glucose value is unknown. Nothing further reported.